Manufacturer narrative:
Product event summary: hw41632 was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was hospitalized with thoracotomy incision pain and was started on pain management medication. Based on the limited information available, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient's complex post-operative course, the patient¿s pre-existing history and related comorbidities, and the progression of their underlying disease. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with thoracotomy incision pain. The patient was started with pain management medication. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.